Manufacturer narrative:
Based on the claim against the product by the customer noting the clip would not close, an investigation was completed to determine the cause of this reported event. The clip applier was analyzed and found failure analysis investigations they were unable to replicate or confirm the reported issue. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on several attempts. The clips opened and closed properly. Clip test was performed and passed. The instrument was fully functional. No product issue was identified. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the clip would not close while using the large hem-o-lok clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no noted damage. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The type of clips was used with the clip applier instrument were large hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction for use (IFU) manual. The issue occurred on the first clip application. The surgeon used a backup to continue the procedure.